Manufacturer narrative:
Previously reported by the manufacturer: a trilogy o2 ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, it was confirmed by an operational check that "ventilator service required" alarm sounded. Error code e-344 indicating (low flow - obm_air_flow_drift_out_of_range) was found in the ventilator's downloaded error log. In conclusion, the device's oxygen blending module board was replaced to address the issue. The device ran for two hours and passed the performance test. The root cause is confirmed at this time. The technician states they suspected part was destroyed. New information/correction: a correction was made in box h problem code.

Event description:
A trilogy o2 ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, it was confirmed by an operational check that "ventilator service required" alarm sounded. Error code e-344 indicating (low flow - obm_air_flow_drift_out_of_range) was found in the ventilator's downloaded error log. In conclusion, the device's oxygen blending module board was replaced to address the issue. The device ran for two hours and passed the performance test. The root cause is confirmed at this time. The technician states they suspected part was destroyed.